Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. Customer's blood glucose level was 380 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.